Manufacturer narrative:
Insulin pump alarmed motor error alarm rewind due to motor encoder signal out of phase. Insulin pump was unable to perform displacement test due to motor error alarms. Insulin pump had minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of 300 mg/dl. The customer reported a motor error alarm from the insulin pump during basal. Troubleshooting was done. The customer reported that the insulin pump was not exposed to any strong magnetic field though the customer reported having an MRI after the motor error alarm occurred. The customer was able to clear the alarm from the insulin pump. The customer was able to rewind the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.